Manufacturer narrative:
The returned device was evaluated and the inspection of the download data found no timeouts, drive stalls, or hazard alarms that would suggest a struggle to deliver insulin. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. The pod was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 360 mg/dl while wearing the pod between 1 and 4 hours. Once at the hospital the patient was treated with insulin and their heart was monitored. The patient reports they were released from the hospital the same day as this event.